Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0q4mj, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer via the manufacturers's representative reported that the unit was removed because it was infected and the implant was identified as the root of the problem. This was noted when the patient was spoken to for 4 months follow up on (B)(6) 2015. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.